Event description:
It was reported that the wake button required multiple presses to turn on pump screen. Customer pressed the wake button multiple times and the wake button performed as intended. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate pump for insulin therapy.